Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 185 mg/dl. Customer experienced symptoms such as vomiting. The customer was treated with control diet, medication adjustment and keep food down. The insulin pump will not be returned for analysis.